Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump have not been responding for two days. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was low but value is unknown. Customer stated he has been experiencing severe lows for a week. His blood glucose was 67 or 68 mg/dl when he started having lows. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.